Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. (B) (4). Conclusion: the device triggered the switch to standby mode because of inconsistent date detected in memory at the end of (B) (6) interrogation. The goal of this operation was to restore default parameters in device memory. As described in the labeling, standby mode is a safe mode of operation. Normal behavior was restored with device re-initialization (automatically performed by the programmer) on (B) (6) 2009. Because this event did not lead to any patient issue, and is not related to any implant anomaly, no further action is needed for this case. Nevertheless, potential sources of interference with external equipment might have to be identified if such communication problem would recur.

Event description:
The device involved in this report was interrogated a few days after implantation, and was found to be operating in standby mode. Device was re-initialized with some difficulties (unspecified messages were reported to have been displayed to the user).